Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump immediately showed overpressure alarm before patient use. This high priority error could cause an interruption of therapy if the malfunction were to recur. There were no patient involvement and no patient harm.

Manufacturer narrative:
H6- health effect - impact code: corrected. H3 and h6: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies noted. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a defective downstream occlusion (dso) sensor.